Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 412 mg/dl. It was stated that the customer was experiencing high glucose for the past few hours. Reviewed the programming and found that the customer delivered a bolus of 9.6 units and 1.8 units between several hours apart. The customer's blood glucose was 100 mg/dl. Ran a fixed prime test and passed. It was stated that the customer is in the intensive care unit, and a tubing clamp was not available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.